Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 07/26/2011. Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2011 the reporter, the patient's nurse, reported that the patient had obtained blood glucose readings ranging from 300 mg/dl to 500 mg/dl for one week. The patient had experienced the symptoms of nausea and vomiting. The patient corrected his blood glucose levels using the insulin pump only. The patient's usual blood glucose readings range from 150 mg/dl to 160 mg/dl. It was also reported that the patient's infusion site appeared infected, and he visited his physician for treatment. Troubleshooting revealed the pump's date/time settings were correct, all other pump settings were correct, the total basal/bolus doses given correctly matched those programmed into the pump, and the patient's handling of insulin was appropriate. There was no evidence the pump was not accurately and correctly delivering insulin. It was also determined the patient's technique was incorrect by reusing tubing, the cannula was bent and there were bubbles in the tubing, all of which can cause under-infusion of insulin. The patient's technique was incorrect in that he was reusing infusion tubing and the cannula was bent and there were air bubbles in the tubing. However, as the patient suffered elevated blood glucose readings and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.